Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 432 mg/dl. The customer declined to troubleshoot for the high blood glucose reading. The customer stated she believes there is damage to her insulin pump because the tubing gets tangled but she is unsure because she just had eye surgery. The customer also states there's damage to the belt clip. The customer will receive a new belt clip, the insulin pump will not be replaced. The insulin pump will not be returned for analysis.